Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be cracked on the right plunger case. There was evidence of a "motor rate error" in the event history log. During testing, no problem was found with the pump.

Event description:
It was additionally reported that there was no patient incident involving the pump.